Event description:
It was reported that during a lap hysterectomy procedure, the device blade 2 mm on the distal end broke off near the end of the case. They were scraping the plastic cervical insert and when wiping the blade it broke. They did take an x-ray and did not find the blade in the patient. They could not locate the blade on the prep table either. Another bi polar and scissors were used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.